Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) ¿ the dentist reported that, 1 month after the dental implant was installed in intraoral region #13, its non-osseointegration was observed. The implant was installed without immediately loaded and the patient presented bone type ii.